Event description:
It was reported that medfusion pump base not responding/battery communication time out and pump motor drive off the post. No patient injury reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that both tamper seals were broken, the bottom case was cracked upon receipt. Functional evaluation included a power up process, battery status and all boards were inspected. Error code for base not responding, battery communication timeout and pump motor drive off post alarm were found in the event history log. Results: the reported event for base not responding and battery communication timeout or pump motor drive off post could not be duplicated during the investigation. The pump powered on with the battery at 74 percent capacity with no visible damage to the battery or any boards. Root cause of the reported issue would be attributed to user error for the pump having been powered off within 5 seconds of having been powered on. No action is required to correct. Turning the pump back on will clear the alarm. Preventively, the battery was replaced, a power up process, preventive maintenance and all functional tests were performed and passed. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.

Manufacturer narrative:
Other, other text: b5: additional information was received and attached on 26 august 2022, this device did not fail during patient usage. The issue was found during pm (preventive maintenance). H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Corrected data: d4: correction: model number: 4000.